Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose was 599 mg/dl at the time of incidence. The customer¿s current blood glucose level was 357 mg/dl. Customer also experienced different blood glucose level of 345 mg/dl and 600 mg/dl. Customer was ok to performed troubleshoot. The customer was treated with manual injection for high blood glucose. Customer states there was an air bubble in the reservoir. The device will be returned for analysis.